Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings and experienced symptoms described as blurred vision, lost speech and was unable to self-treat. Customer had contact with a third-party (husband) who provided an unspecified (dose/type) insulin as treatment and had contact a healthcare professional (doctor) by phone, however no treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event. The reported readings, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant.